Event description:
It was reported that a caregiver believed the ilet bionic pancreas was not working as expected due to fluctuating blood glucose, including post-meal hyperglycemia and recurrent hypoglycemia, while device data indicated prolonged pauses, inconsistent meal announcements or missed meals, and intermittent sensor gaps around fluctuations. Symptoms included multiple hypoglycemic episodes and episodes of hyperglycemia. Outcomes included troubleshooting and education, and the case was assigned for additional training. Investigation included review of available device reports and counseling on use, including consideration of growth-related insulin needs and discussion of potential factory reset pending clinician review. Investigation of this case revealed use-pattern concerns such as unannounced meals, sensor data gaps, and a recorded prolonged pause, which can lead to inaccurate adaptation and glycemic instability, while no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.